Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/18/2018 that on (B)(6) 2018 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A probable cause could not be determined. It was reported that the receiver was dropped. Labeling indicates: if the dexcom g5 receiver or dexcom g5 transmitter is damaged or cracked, do not use it. This could create an electrical safety hazard or malfunction, causing possible electrical shocks resulting in injury. In addition, a damaged or cracked dexcom g5 receiver or dexcom g5 transmitter may cause the dexcom g5 system not to function properly.